Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection the device at the distal end of the needle has a bend. A functional test on the handle was performed and the needle advanced and retracted as intended. When the needle was fully extended, a sharp bend in the needle was present. The needle would extend 6.3 cm from the distal end of the sheath. All four fiducials were still present in the needle and not deployed. The stylet wire was kinked at different spots on the proximal end of the stylet wire. Due to the kink in the stylet, we were unable to deploy the fiducials. There was a kink in the needle measured at 3 cm at the distal end of the handle. A second kink was observed at 46.6 cm from the distal end of the proximal handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." The instructions for use state: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. The instructions for use state: "caution: failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) with fiducial placement, the physician used a cook echotip ultra fiducial needle. As reported to customer relations: "the customer claims the fiducials in this needle were difficult to deploy and the stylet kept crimping." The following was provided from the cook representative on 06/06/2016: "customer claims they felt a lot of resistance when trying to deploy each fiducial (the causing of the stylet to kink)." The device was received for evaluation on 06/10/2016; after evaluation it was noted that the needle is severely bent.